Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin and amikacin (intraperitoneally (ip), doses and frequencies were not reported) and with fluconazole (dose and frequency was not reported) intravenously for the event of peritonitis. During hospitalization, the pd catheter was removed and the patient was switched to hemodialysis (hd) therapy. At the time of this report, the patient remained hospitalized and was receiving fluconazole (orally, dose and frequency not reported) for the peritonitis event. The patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
Four days after the hospitalization, the patient¿s peritoneal catheter (pd) was removed and pd therapy was discontinued. The patient has since been performing hd (hemodialysis) therapy. At the time of this report, the antifungal treatment (fluconazole) was completed. At the time of this report, the patient remained in the hospital; however, was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.